Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons on the insulin pump are not working. The customer's blood glucose was 70 mg/dl at the time of incident. The customer stated the insulin pump received a battery out limit alarm. The customer stated that the numbers were not ramping up or down. He stated the scroll bar was not moving up or down with no input from the user. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.